Event description:
It was reported that the device was used during a tonsillectomy. It was reported the dh105 sheath came in contact with the pt's lips bilaterally at the crease of the mouth. This was noted at the end of the procedure. 03/03/2000: it was reported by the rep that the burn on the pt is external. It is about the size of a dime. It is pink and appears as though the first layer of skin has been sloughed off. 03/06/2000: it was reported by the rep that the older style handpiece was used.